Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the thromborel s method. The result from the meter was 5.3 inr. The result within 1 hour at the laboratory was 3.7 inr. The patient skipped his warfarin dose that night due to the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's inr is normally stable. There was no allegation that an adverse event occurred. The patient has not had any significant dietary changes recently. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.